Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2016-02477. It was reported that angina occurred. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying angina status and index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (rca) with 98% stenosis and was 15mm long with a reference vessel diameter of 2.75mm. Mild calcification and mild vessel tortuosity were present. Target lesion #1 was treated with pre-dilatation and a 2.75x20mm promus premier drug-eluting stent. Post-dilatation was not performed, and there was 0% residual stenosis. Target lesion #2 was a de novo lesion located in the distal rca with 60% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. Mild vessel tortuosity was present. Target lesion #2 was treated with pre-dilatation and a 2.50x20mm promus premier drug-eluting stent. Post-dilatation was performed with 0% residual stenosis. The following day, the patient was discharged on aspirin. In (B)(6) 2016, the patient was admitted for unstable angina which required intervention of the rca and a target vessel revascularization (tvr). The following day, the patient's unstable angina was considered resolved and the patient was discharged from the hospital on the same day.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02477. It was further reported that in (B)(6) 2015, the deployment of non-bsc balloons reproduced the patient's symptoms. In (B)(6) 2016, the patient experienced chest pain , often with exertion. Anti-anginal medications were prescribed during the past two weeks. On the same day, the patient underwent a target vessel revascularization (tvr) of the target lesion in the target vessel of the proximal right coronary artery (rca). The lesion was treated with a percutaneous coronary intervention (pci) with a 3.0x18 non-bsc drug eluding stent and balloon angioplasty. Intervention rationale included angina and elevated cardiac enzymes. Pre-treatment stenosis was 99%, and post-treatment was 0%.